Manufacturer narrative:
We were unable to reach the patient to request the monitor back for this investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported that the livongo blood pressure cuff continued to inflate, and caused bruising to their arm.